Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Troubleshooting was performed, but customer still received failed battery test. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the operating currents were within the specification, no unexpected low battery, failed battery test or off no power alarm noted. The device was received with minor scratched display window, cracked case at the display window corners and broken reservoir tube lip, scratched reservoir tube window and missing end cap sticker.